Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an issue with air-in-line alarms "especially within few seconds of pressing the start key to initiate an infusion. This was reported to bd representatives during site visit. Additionally, it was discovered during clinical demonstrations of set loading that the end users were not following the third step to ¿thread it through¿ and not knowing the location of the air in line sensor in the pump module. There was no patient involvement. Per report, "these were general comments regarding air in line; no specific dates were mentioned, no devices or tubing sets were sequestered or saved, and no further information can be provided."